Manufacturer narrative:
The product analysis indicates one opened sample, part number 8562010, from lot number 0214125809. There was a residue consistent with biological contaminants on the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The device was set to the 2.0 ma position when received and was functionally tested per the IFU in the as received condition; the device would light which indicates it was delivering stimulating current and is not consistent with the reported event. The device was then functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested with no out of specification condition identified: ¿ ¿ position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma. ¿ ¿ position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.02ma. ¿ ¿ position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.03ma. ¿ there was no evidence of improper manufacturing and no fault was found as it relates to the complaint . ¿ complaint substantiated / confirmed: no if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the vari-stim iii did not stimulate when tested, despite the battery indicator light coming on prior to use. The event is not associated with a patient.